Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sram was evaluated and identified as the root cause of the issue. The component was ordered. No further conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys failed to boot to a usable state. No pt or user injury was reported.